Event description:
Additional information received for report mw5173330 on 07-30-2025. Dexcom g6 sensor inaccuracy: 9:03am g6 reading 93, finger stick reading is 136. That is a mard of 31.6%.

Event description:
Dexcom g6 sensor inaccuracy: 7:26am g6 reading 92, finger stick reading is 72. That is a mard of 27.8%.